Manufacturer narrative:
On 10/19/2020, mentor became aware that the awareness date for this complaint was reported incorrectly in section g4. The actual awareness date was 9/21/2018. In addition, the date problem observed was reported incorrectly. The actual date problem observed was (B)(6) 2018. In addition, the sequence of events was erroneously omitted. The actual sequence of events was: (B)(6) 2018 - patient has fat grafting/skin adjustment for asymmetry and a contour deformity. This part of the event was inadvertently omitted from the initial report and mentor found the error on 10/19/2020. (B)(6) 2019 - patient presents with implant malposition/displacement, requiring medical device removal and replacement with another non-study mentor device on (B)(6) 2019. After clinical, secondary review of this file performed on 10/19/2020, it was decided to add codes surgical intervention, cutaneous contour deformity to more accurately capture the reported event. H6 patient code 3191: surgical intervention. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to update the date of implantation to (B)(6) 2018 to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4), after clinical/secondary review of this file performed on (B)(6) 2021, it was decided to update the date of implantation to (B)(6) 2018 to more accurately capture the reported event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia, device migration. (B)(4). Note: the patient has the following history: athena. Breast cancer- left stage ii((B)(6) 2015) , right stage in situ (B)(6) 2015). Tissue expander (B)(6) 2016 mentor artoura ultra high profile. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast reconstruction primary with mentor memorygel breast implant 500cc experienced implant malposition/displacement, which required capsulotomy with device replacement. As a result, the patient had undergone removal on (B)(6) 2019.